Event description:
During a saphenous vein harvesting procedure, the scissors shaft separated from the blades on the harvesting cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Based on the failure analysis investigation perfomred in march 2004, it was determined that the scissor toggle was broken and could not open or close the scissors. This is a reportable malfunction.